Event description:
Before preparation, the physician found that the pkg assy 10x060 smart vas120cm stent was already deployed just a little bit. There was no prep difficulty. The lesion was the left iliac artery with a lesion length of 5.3cm and a vessel diameter of 80.4mm. The vessel had mild calcification. The product did not dislodge or separate. This was first treatment of the lesion/vessel. After stent placement there was no dissection noted at the site. A stent was deployed at the site and the stent fully expanded.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.